Manufacturer narrative:
Additional information: email from the customer noted on 05/03/2016 stated the infusion was on a manikin in a testing lab. This file was changed to 'not reportable'.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a bulge in the silicone segment that was noticed while troubleshooting an occlusion alarm. There was no patient harm reported.